Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm in the morning. The customer could not recall if the blood glucose (bg) level was impacted. As the alarm occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the alarm. At the time cts was contacted, the customer's bg level was reported as "fine".